Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and failed due to window damage . A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. The log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. No injury or medical intervention was reported.